Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was due positioning of the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and a pre-existing small pericardial effusion. A mitraclip xtw (40829a2043) was inserted and placed on the valve. However, a pericardial effusion was observed, and while establishing final arm angle (efaa), it was observed that the clip continuously opened from less than 20 degrees to approximately 40-60 degrees. Troubleshooting was performed. The clip appeared to relax but held. A second efaa was not performed, and the clip was deployed. However, after deployment, the clip opened from less than 20 degrees to 40 degrees. To stabilize the clip, a second clip, a mitraclip ntw (40909a1095), was inserted and deployed. However, difficulties visualizing the clip occurred, and after deployment of the second clip, the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The pericardial effusion was noted to be pre-existing and that the mitraclip system did not cause or contribute or worsen the pericardial effusion. In the physician's opinion, there could have been a micro tear at the transseptal puncture site that may have caused the pericardial effusion. Therefore, the procedure was discontinued, and precautionary measurements were taken to treat the pericardial effusion. The patient was reported to be stable. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.